Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one of the returned devices to be partially fired. Functional testing found both reloads were connected to a manual handle, were able to clamp, had their interlocks engaged, and were able to fire over test media after the interlocks were overridden. The remaining staples were placed without issues. The tissue was cut without issues. It was reported that the device detected a used reload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the intestinal loop during a laparoscopic retosynthictomy, the surgeon repositioned the tissue and the device¿s trigger signaled that the device was ready for firing. However, the first load that was used did not neither staple not cut. The device signaled zeroed load then. A second load of the same batch was opened which stapled halfway and left the stapler line open and device signaled zero load again without fully stapling. The surgeon then used another stapler and two reloads that also did not complete the stapling on the tissue. The stapler locked and did not work. To finish the procedure the surgeon reverted to open via anal.